Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cine runs provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: (1) the fluoroscopy load check for the first valve confirmed a good load. (2) the valve was deployed to 100%. (3) final angiogram after the valve deployment confirmed that there was aortic insufficiency present but the level could not be quantified due to lack of contrast injection. (4) the fluoroscopy load check for the second valve confirmed a good load. (5) the second valve was deployed at 80% inside the first valve. (6) the second valve was deployed at 100% and a post dilatation was performed. The cine review concluded that both valve loads were good loads. After the first valve was implanted, there was evidence of aortic insufficiency but it was unquantifiable due to lack of contrast used for the final angiogram. There were no echocardiograms provided for review. The cine review could not confirm the reported valve ventricular movement and severe paravalvular leak (pvl). A second valve was confirmed to be deployed inside the first valve, at a higher position. A cerebral protection device was seen on fluoroscopy but the images could not confirm that any debris was caught. The reported trace pvl after the second valve was implanted also was unable to be confirmed by the cine review. Prosthetic valve migration is a known potential adverse effect per the evolut r instructions for use (IFU), and can be caused by a variety of factors, including valve positioning, valve sizing, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the reported valve migration and pvl were unable to be confirmed by the cine review and the cause of the migration remains unknown. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one month following the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, echocardiogram showed trivial paravalvular leak (pvl) with left ventricular outflow tract (lvot) calcium extending from the left coronary cusp (lcc). The following week, echocardiogram showed severe pvl. The physician reported that the valve moved ventricular and caused the severe pvl. Blood cultures were performed and were negative for endocarditis. Seventy-seven days following the implant of the valve a second 34 mm transcatheter bioprosthetic valve was implanted valve-in-valve without issue. The second valve was placed higher inside the first valve. A post-implant balloon aortic valvuloplasty (bav) was performed with a 28 mm balloon (zmed) without issue. No additional adverse patient effects were reported.